Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after an evaluation, and event history log review; the customer problem was not duplicated. The pump was in good condition with no physical damage noted. There was no error code found in the event logs, and the pump passed all functional tests and performed as intended. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an error code, faulty mainboard. The event occurred during software upgrade. There was no patient involvement and no injury/harm.